Event description:
It was reported by svc report that both side rails on this bed would not work. The customer reported that they did not know if there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Broken siderail handles.